Manufacturer narrative:
Since the ez trode was not returned to mettler, we are unable to investigate the problem. Mettler does not know if the ez trode was attached properly to the pt, was used often and thus, the couplant no longer functioning properly, or was attached to defective cables. There were too many variables to determine if the ez trode was defective without the ez trode being returned to mettler for investigation. Also, mettler has sold over (B) (4) of these individual ez trodes and this is the first injury complaint on this electrode. Additional info from the voluntary report: (B) (4). "The reporter does want their identity disclosed."

Event description:
On 02/16/2010, a copy of medwatch report (patient (B) (6)) was received in (B) (4) mail. Per this report, the therapist was using mettler ez trodes with a (B) (4) legend xt device. The device was in interferential e-stim mode and the ez trodes were applied to pt while in a sitting position - patient being unable to lie down due to chronic lumbar pain. Pt requested assistance 10 mins into treatment complaining of hot feeling in lower right quadrant of back. One ez trode pad was smoking and once removed revealed a dime-sized open blister. There was an oblong, reddened area 2 inches long x 1/4 inch wide. All four ez trodes in the pack were used on the pt.